Event description:
Pain occurring constantly since the day after surgery. Returned to physician several times to find cause of pain. New replacement surgery is rescheduled (B)(6) 2017 - fall due to knee (r) "giving out."